Event description:
Caller reported a cartridge alarm 20, a recurring issue with consecutive cartridges, requiring replacement of the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the customer to use mdi as backup therapy and sent a replacement pump with updated software. Customer was instructed on steps to take upon receiving the new pump, including returning the old pump with a pre-paid label. There was no mention of any delivery signature requirement.